Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 222 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump was unable to verify alarms due to motor error alarms. No unexpected solid circle or display anomalies were noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.